Event description:
It was reported that the implant would not fit onto the inserter. Although the device was used intraoperatively, no patient complications were reported.

Manufacturer narrative:
(B)(4). Functional evaluation of the inferior component with sample lock screw verified sample screw is able to fully engage without difficulty. Dimensional evaluation with go/no-go thread gages confirm threaded hole conforms to print specification. Functional evaluation of the superior component with sample lock screw verified sample screw is unable to fully engage. Dimensional evaluation with go/no-go thread gages confirm threaded hole fails the go thread plug gage. The threaded lock screw hole threads are significantly damaged, with plastic deformation noted around the outer diameter, consistent with thread misalignment. Functional evaluation of the lock screw with a sample lock screw verified sample screw is able to fully engage without difficulty. Dimensional evaluation with go/no-go thread gages confirm threaded hole conforms to print specification. Returned implant assembly missing one of the two lock screws. Lock screws are available in prestige loaner instrument sets, in order to accommodate loss or damage. The returned lock screw has a different lot number than the assembly, and displays evidence of plastic deformation and damage to the screw head at the driver interface, consistent with excessive force. Additionally, the screw threads crest and flanks are damaged, consistent with misalignment. The above observations are consistent with misuse due to inappropriate surgical technique, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.